Event description:
Consumer questioning accuracy of the meter. Analysis run on clarke error using reported lab readings (57, 62, 42) as ref. Point vs. Bd reading (200, 225, 290) yielded data points in "e" zone of the gird, outside acceptable range.